Event description:
As reported, when removing a 6mm x 30mm precise pro rx self-expanding stent (ses) delivery system from its tray, the stent was found to be released and the device could not be used. As a result, an unknown device was opened and used to continue the procedure. There was no reported injury to the patient. This was during a carotid angioplasty procedure. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18117999 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when removing a 6mm x 30mm precise pro rx self-expanding stent (ses) delivery system from its tray, the stent was found to be released and the device could not be used. As a result, a new 6mm x 30mm precise pro rx ses delivery system was used as a replacement to continue the procedure. There was no reported injury to the patient. This was during a carotid angioplasty procedure. The device was stored, handled, and prepped per the instructions for use (IFU) and there was no damage to the device packaging prior to use. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The device has now been returned.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: when removing a 6mm x 30mm precise pro rx self-expanding stent (ses) delivery system from its tray, the stent was found to be released and the device could not be used. As a result, a new 6mm x 30mm precise pro rx ses delivery system was used as a replacement to continue the procedure. This was during a carotid angioplasty procedure. The device was stored, handled, and prepped per the instructions for use (IFU) and there was no damage to the device packaging prior to use. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. There was no reported injury to the patient. The device was returned for analysis. A non-sterile unit of ¿precise pro rx ous carotid sys¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and placed at one metallic tray to be inspected. A thorough inspection was performed on the unit observing the following conditions: the device is fully deployed. The stent was not retuned for analysis. The hemostasis valve was returned open. No other outstanding details were observed. Dimension analysis result were found within specification. Functional test was not performed due to the unit was returned fully deployed. However, the mechanism was inspected simulating the deployment process and no anomalies were observed. A product history record (phr) review of lot 18117999 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) ~ deployment difficulty - premature/during prep¿ was not confirmed due to the unit was returned fully deployed and the dimensional analysis was found within specification. Per the instructions for use (IFU) ¿preparation of stent delivery system- caution: the stent delivery system is shipped with the tuohy borst valve open. Be careful not to prematurely deploy the stent during preparation. Prep the device in the tray per instructions below. Close the tuohy borst valve prior to removing the device from the tray.¿ it is reasonable to consider that the user¿s interaction with the device during device removal from the packaging tray resulted in the premature deployment. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Event description:
As reported, when removing a 6mm x 30mm precise pro rx self-expanding stent (ses) delivery system from its tray, the stent was found to be released and the device could not be used. As a result, a new 6mm x 30mm precise pro rx ses delivery system was used as a replacement to continue the procedure. There was no reported injury to the patient. This was during a carotid angioplasty procedure. The device was stored, handled, and prepped per the instructions for use (IFU) and there was no damage to the device packaging prior to use. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The device was not returned as expected.

Manufacturer narrative:
Complaint conclusion: when removing a 6mm x 30mm precise pro rx self-expanding stent (ses) delivery system from its tray, the stent was found to be released and the device could not be used. As a result, a new 6mm x 30mm precise pro rx ses delivery system was used as a replacement to continue the procedure. There was no reported injury to the patient. This was during a carotid angioplasty procedure. The device was stored, handled, and prepped per the instructions for use (IFU) and there was no damage to the device packaging prior to use. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. There was no reported injury to the patient. The device was not returned for analysis. A product history record (phr) review of lot 18117999 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device for analysis the reported stent delivery system (sds)-ses~ deployment difficulty ¿ was not confirmed. It is difficult to draw a clinical conclusion between the device and the events based on the information available. According to the instructions for use (IFU) ¿preparation of stent delivery system: caution: the stent delivery system is shipped with the tuohy borst valve open. Be careful not to prematurely deploy the stent during preparation. Prep the device in the tray per instructions below. Close the tuohy borst valve prior to removing the device from the tray.¿ neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.